Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer reports that the arterial port on mahurkar dialysis catheter would not aspirate, only flush. Unable to perform renal dialysis with the catheter, used another device without further consequence.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.